Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of feeling an "uncomfortable strong pace" irregularly throughout the day. Diaphragmatic stimulation was suspected. The right ventricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.